Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Frame where the foot plate attaches cracked at an upper and lower point.